Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a percutaneous stenting treatment procedure the catheter stuck to the guide wire. It was reported that the physician encountered resistance while advancing and removing the express vascular ld pre-mounted stent delivery system (sds). The physician removed the express vascular sds, guide wire and the introducer sheath as a unit. No patient complications were reported. This product is only ous approved but it is similar to an approved us device.